Event description:
During a coronary artery drug eluting stenting treatment procedur the shaft fractured. The target lesion was located in a calcified portion of the right coronary artery (rca). The physician predilated the lesion with a 2.5x20mm maverivk balloon. Predilated the lesion with a 2.50x20mm maverick balloon. While the physician was advancing the 2.8x8 mm taxus express2 drug eluting stent across the lesion the catheter broke. The physician retrieved the catheter and successfully used another taxus express2 of the same size to complete the case. There were no other complications and the pt was reported as ok.